Event description:
It was reported that the implantable pacing lead was attempted but not used due to high threshold measurements. The lead was removed and a different lead was implanted. No patient complications have been reported as a result of this event.